Manufacturer narrative:
Field h6 health effect - clinical code e20 - injury. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported an injury while refilling the internal wash buffer container on an architect i2000sr analyzer. On (B)(6) 2024, the customer was filling the internal wash buffer container via the transfer pump. When the internal wash buffer tank was full, the transfer pump switched off properly, however, the transfer tubing was still connected to the analyzer, which caused a backflow of wash buffer from the tank to flood the floor. The customer did not notice the wash buffer on the floor, slipped, and fell. The customer¿s hip was dislocated in the fall, which required surgery, hospitalization for a few days, and being placed on sick leave for four weeks. Currently, the customer is still on sick leave.

Manufacturer narrative:
The complaint investigation for a slip/fall injury when manually replenishing wash buffer on an architect i2000sr instrument, serial number (B)(6) included a review of information provided by the customer, a search for similar complaints, ticket trending review, labeling review, and device history record review. While manually replacing the wash buffer, the customer did not disconnect the transfer tubing after the buffer was loaded and the tubing remained connected to the analyzer. The wash buffer from the internal reservoir back flowed into the 10l wash buffer preparation container and overflowed onto the floor. The customer did not notice the wash buffer that spilled onto the floor and slipped and fell, resulting in a dislocated hip. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of historical data was done, and was adequate, with no trends found. Labeling was reviewed and sufficiently addresses manually replenishing wash buffer, including directing the operator to disconnect the wash buffer transfer tubing once the transfer is complete and addresses biological and chemical safety hazards and safety awareness where hazards may exist. An investigation determined the adverse event injury is associated with a use error and the injury was not due to a malfunction of any part of the analyzer, as the customer did not disconnect the transfer tubing from the quick disconnect of the internal wash buffer reservoir once the transfer was complete and failed to notice the spill on the floor, resulting in the slip/fall injury. Based on the information provided and abbott diagnostics¿ complaint investigation, the architect i2000sr instrument, serial number (B)(6), met performance specifications and performed as intended at the customer site, and no systemic issue or deficiency was identified.

Event description:
The customer reported an injury while refilling the internal wash buffer container on an architect i2000sr analyzer. On (B)(6) 2024, the customer was filling the internal wash buffer container via the transfer pump. When the internal wash buffer tank was full, the transfer pump switched off properly, however, the transfer tubing was still connected to the analyzer, which caused a backflow of wash buffer from the tank to flood the floor. The customer did not notice the wash buffer on the floor, slipped, and fell. The customer¿s hip was dislocated in the fall, which required surgery, hospitalization for a few days, and being placed on sick leave for four weeks. Currently, the customer is still on sick leave.